Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. It was also received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, scratched reservoir tube window, broken belt clip slot, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding properly. The customer stated that the buttons have to be pressed multiple times to get a response. Blood glucose value is unknown. The customer removed the battery for 3-4 hours but the keypad issue persisted after changing the battery. The insulin pump was replaced and returned for analysis.